Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported according to the surgeon the staples were not forming correctly. They were either incomplete formation or not securing into the tissue properly. A pmw35 was opened in its place and fired without incident. There was no consequence to the pt.